Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD), while the pocket was being closed, shock impedance measurements of greater than 200 ohms were noted. The pocket was reopened, the lead was reconnected, and the pocket was flushed. The device was reimplanted and normal shock impedance measurements were observed. Possible causes were discussed. No additional adverse patient effects were reported. The device remains in service.